Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -11.0/+1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted, reportedly due to occasional "flashing lights." Attempts to obtain patient's current status have not been successful.

Manufacturer narrative:
Additional information received: the patient complains of chromatic aberration and color distortion. Reportedly this did not occur prior to icl implant. Patient states these symptoms, including "flashes of light," persist after icl explant. The patient states these disturb her daily life. Oct and fundus camera tests were taken to ensure the back of the eye is in good shape. Apparently, the patient's feedback keeps changing and involved surgeons believe the patient may be "mentally unstable." The surgeon reports that he has discharged the patient. Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection found the haptic and optic torn. Dimensional and functional inspection found the lens to be within specification. (B)(4)

Manufacturer narrative:
(B)(4). Conclusion: it is added to the previous supplemental MDR. (B)(4)